Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient name was visible, but no medication not displayed. The customer reported that the malfunction occurred while user trying to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's name was visible, but no medications were displayed, and the encounter ID appeared in characters. The technical support specialist (tss) mentioned that issue involved hl7 order messages from cerner where the visit ID contained invalid characters, causing downstream systems like bd and enterprise to fail processing the orders. The tss confirmed that active directory messages from nurse unit were correctly formatted, but no rde messages were found on the initial investigation. The tss escalated the issue to the cerner integration service team, who later redirected it back for information system center review due to enterprise-wide impact. Meanwhile, the nurse units were consistently received, and the issue was traced to a host system encoding problem, and although a fix was in testing, it had not yet been deployed to production.later customer confirmed issue was resolved. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient name was visible, but no medication not displayed. The customer reported that the malfunction occurred while user trying to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.